Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she had an issue with the power on her coaguchek xs meter serial number (B)(4). The reporter stated that there were no signs of electrical shortage. The reporter replaced the batteries three times. She cleaned the battery compartment, rubbing the contacts with a rubber band. There was no corrosion in the battery compartment. The reporter stated that the display screen has been faint. She performed a display check of the meter and there were segments missing from the result field of the display. The reporter stated that an 8 appeared as an "r". No adverse events were alleged to have occurred with the patient. The reporter's product was requested for investigation and replacement product was sent to the reporter.